Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer believed the insulin pump over delivered insulin while in auto mode. Customer stated they had low blood glucose levels after eating lunch for multiple weeks. Customer advised two weeks before their low blood glucose issues started there were no issues with device or their blood glucose levels. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.